Event description:
Healthcare professional (hcp) reported the patient experienced a change in therapy effect. The patient experienced severe pain and withdrawal symptoms of sweating, nausea, and vomiting. Hcp programmed a bolus of 1.1mcg and the patient felt better after the bolus. Later, the patient started to feel pain again. Patient had swelling around the pump site and neuropathic pain and was given gabapentin. Her back pain was being managed effectively since the pump was implanted. No issues noted in the pump logs. Patient reported new symptoms developed after implant of the new pump in (B)(6) 2012. Patient reported burning in the arches of both feet -- "like someone is holding a lighter to them". Caller stated physician has adjusted dosing multiple times. Caller reported every time a bolus was programmed, her legs went numb and she was not able to walk for approximately 45 minutes. Caller alleges correlation between slower bolus rates versus faster bolus rate. Caller stated she stayed in the clinic after pump update so they could observe the effect of the bolus. Caller noted oral medications of cymbalta and prozac as well as oral meds for breakthrough pain. Caller reported a dye study was done last week to check catheter and was told it was fine. Caller reported good benefit from the therapy and a good relationship with the physician. Caller reported numbness in legs following bolus dose feels like she had an epidural shot for childbirth. Per hcp, withdrawal was not confirmed. Caller stated patient was taking oral hydrocodone for breakthrough pain. Gabapentin oral was helping her neuropathic pain. Physician suspected that the increased back pain may be due to medication tolerance. A bolus was given under fluoroscopy as well as a rotor study. The pump was found to be working to manufacturing specs. The study was repeated twice. The first time a 5% bolus was given, the second time a 10% bolus was given. This did help relieve pain for a while. The physician increased the dose in the pump. Patient was taking oral hydrocodone. A CT/myelogram had been scheduled because the MRI did not show the tip of the catheter. Caller stated this was because the patient had hardware blocking the view. The physician believed that the catheter may be placed epidurally rather than intrathecally. Hcp stated that the patient continued to be symptomatic despite dosage increase and oral medication. The pump previously delivered morphine and hydromorphone. The pump was currently delivering fentanyl. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8731 serial# (B)(4) implanted: (B)(6) 2005 explanted: unk. Accessory model# 8551 lot# 61149644 implanted: (B)(6) 2012 explanted: unk. (B)(4).